Event description:
Patient was on nitroglycerin and fentanyl gtts. Pt was awake and hypertensive on 150ml on fentanyl. IV tubing noted to not be in place and it easily pops out of the side channel and gets caught in the white clip and occludes but never alarms. Once rn readjusted the tubing for both gtts the patient's bp immediately dropped to 68/38. Nitro and fentanyl turned off and levophed started.